Event description:
In 2004, the patient reportedly experienced a seizure that resulted in a loss of consciousness. The following day, while wearing the sound processor, the patient reportedly had no sound percept. In 2005, the patient was seen at the center for evaluation. External equipment was exchanged. However, the problem was not resolved. Six days later the patient was seen by a company representative for device evaluation. Testing performed confirmed that the device was not functional. Surgery to explant the patient's c1 device was scheduled.